Event description:
The customer reported that the device shuts off. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device shuts off. There was no report of pt involvement. Philips field service engineer evaluated the device. The reported issue was not duplicated. The device passed all performance assurance testing and remains at the customer site.